Event description:
The patient underwent explant of a pacemaker generator (st. Jude model 5380) due to eri and implant of a ddd pacemaker. From the operative note: "the patient had normal interrogation of her chronic electrodes which had been present for 16 years. We had anticipated an outpatient pacemaker generator change indicated by the device having reached elective replacement indicator. The implanting incisional scar in the left infraclavicular chest wall was accordingly incised after injection of local anesthetic agents. We entered the pacer pocket and delivered the device into the wound. Examination of the atrial lead as it entered the header showed clear separation of the insulation from the body of the lead to the pin mechanism. The leads were dissected free from their adhesions to the fibrous capsule of the pocket. We excised a considerable portion of the posterior wall of the fibrous capsule. Close examination of the other chronic electrode showed multiple areas of insulation fracture...there was a considerable risk involved in extraction given the age of the chronic electrodes. Accordingly, she remained paced through these electrodes while new electrodes were placed. With adequate pacing and sensing from the new device, the old device, a st. Jude model 5380 was disconnected from the old leads and removed from the field. These leads were amputated and then capped. They were secured to the floor of the pacer pocket using a silk suture ligature."